Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The prostyle device referenced in b5 is filed under a separate medwatch report number. D1: brand name. D4: catalog number, lot number, expiration date, UDI #. H4: device manufacturing date.

Event description:
Revised event description per additional information received: it was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device and a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the prostyle failed due to a suture problem [link separation]. The prostyle was removed and replaced with a proglide. A guide separation occurred with the proglide and the device could not be removed from the vessel. A cut-down was done to remove the device. The separated guide (including a small portion of the guide) was pulled out. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with surgery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot broke and the device could not be removed from the vessel. A cut-down was done to remove the device. The separated foot was pulled out. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with surgery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.